Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: dysmenorrhea and menorrhagia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pruritus ("body itch"). The patient was treated with oxycodone hydrochloride; paracetamol (percocet) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and pruritus outcome was unknown. The reporter considered pelvic pain and pruritus to be related to essure. The reporter commented: as per social media: content "your left coil I@15cm is way over the 4cm. It should be, perhaps it was pulled and stretched". Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, patient dob, date of removal added. Event: medical device removal update to event pelvic pain. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('do you have surgical report ? Did this doctor have proper removal experience') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("body itch"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal and pruritus outcome was unknown. The reporter considered medical device removal and pruritus to be related to essure. The reporter commented: as per social media content "your left coil I at 15cm is way over the 4cm it should be, perhaps it was pulled and stretched?" Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: medical device removal was added as a event. Case become serious incident from non serious incident. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("body itch"), dysmenorrhoea ("dysmenorrhea") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pruritus, dysmenorrhoea and heavy menstrual bleeding outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding, pelvic pain and pruritus to be related to essure. The reporter commented: as per social media content "your left coil I@15cm is way over the 4cm it should be, perhaps it was pulled and stretched?" Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jan-2022: quality safety evaluation of ptc. Upon internal review, new events- dysmenorrhea and menorrhagia were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.